Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited a device parameter error message. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-75289 because the complaint is not associated to this product and there is no allegation of a malfunction for this product.